Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, loss of pacing was noted on the patient's device upon interrogation. No intervention was made as the patient was asymptomatic ans stable. The patient will continue to be monitored.